Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. B5.describe event or problem: event of seven was edited. For clarity all seven associated MFR MDR report numbers are: 9616656-2022-01294, 9616656-2022-01295, 9616656-2022-01296, 9616656-2022-01297, 9616656-2022-01298, 9616656-2022-01299 and 9616656-2022-01300.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle clogged during the injection. This complaint was created to capture the 2nd of 7 related incidents. The following information was provided by the initial reporter: "consumer reported finding some pen needles to clog during injection. Claims she does flow check and is completed correctly. Date of event 1 pen needle on oct 22, 2022."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle clogged during the injection. This complaint was created to capture the 1st of 7 related incidents. The following information was provided by the initial reporter: "consumer reported finding some pen needles to clog during injection. Claims she does flow check and is completed correctly. Date of event 1 pen needle on (B)(6) 2022."

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle clogged during the injection. This complaint was created to capture the 1st of 7 related incidents. The following information was provided by the initial reporter: "consumer reported finding some pen needles to clog during injection. Claims she does flow check and is completed correctly... Date of event 1 pen needle on oct 20, 2022."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 05-jan-2023. H6. Investigation summary: customer returned a total of 6 used 4mm, 32 gauge nano pro pen needles. No teardrop labels were returned for lot confirmation. The pen needles were visually inspected prior to testing. 2 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that 2 pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.